Event description:
Customer was reported to have passed out. Paramedics were called, the level that they got was 20 mg/dl and IV fluids were given. Customer reported that his readings were higher than he feels and his last 3 readings taken in a 24-hour period were 409, 163 & 213 mg/dl. Though it was not reported if the patient had changed his regular medication based on the readings, the fact that the paramedics' mode of treatment was not consistent with the patient's readings, MDR is required.